Event description:
Home patient reports receiving a "check lines & bags" alarm in prime during apd treatment on the homechoice machine. The patient reports that patient noted nothing unusual with the homechoice set clamps and the spike/bag connections appeared to be secure. The patient was unable to clear the alarm, so clamped off the solution bags and connected a new homechoice set to the previously spiked solution bags. Patient reports the patient completed treatment with no further problems and reports no injury or medical intervention.